Event description:
It was reported that the patient loop recorder protruded from the pocket site and fell out. The patient reported no symptoms from the incident and did not seek medical care. The physician is not planning on re-implanting new device. The patient was stable.